Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sheath puncture remains unknown.

Event description:
During the mapping procedure, a sheath puncture occurred. Difficulties were noted advancing the needle into the sheath and an x-ray revealed a hole in the sheath. The sheath and needle were exchanged and the procedure was completed with no consequences to the patient.